Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the delaminated dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, lubricated the cam shaft and gear, updated software, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump would not read the handheld button to deliver the medication. There was also a chip in the plastic inner part, and the connector was dented as well. The customer returned the product for the handheld button not delivering medication, and during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.